Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) is exhibiting unipolar sensing pauses. Technical services (ts) was consulted and explained reprogramming options. The device remains in service. No adverse patient effects were reported.